Event description:
The complaint was reported as: customer called to report that when her mother went ot use the bag, it was blocked and could not be used. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report. A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for evaluation. As a preventive action the involved production and quality personnel were informed about this complaint. No conclusion can be established at this time based on the lack of defective of sample. It is necessary to have the physical sample in order to perform a properly investigation. Manufacturer will continue to monitor and trend relating complaints.